Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter, and received a power source alert after plugging the pump into a wall outlet. The customer¿s blood glucose level was 155 mg/dl. The customer used an alternate wall adapter and the pump charged successfully. In addition the battery gauge was fluctuating. The customer continued using the pump for insulin therapy.